Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a head scope mount corrosion. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd camera head, not recognized even when connected to the main unit. The issue occurred during the preparation for use. The procedure was therapeutic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a issue with the scope communication error. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.